Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug light (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2014, the patient underwent surgery for repair of a right inguinal hernia and a bard/davol perfix light plug, large was implanted to repair the hernia defect. On or about (B)(6) 2017, the patient underwent an additional surgery to repair a left inguinal hernia. A bard/davol perfix plug, large was implanted to repair the hernia defect. On or about (B)(6) 2019, the patient underwent an explantation of the left groin plug and patch-plug and patch repair of recurrent left inguinal hernia. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.